Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with broken battery cap.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 100 mg/dl. The customer stated that 2 days ago changed battery put and it was corroded and was not know why and then woke up this morning and noticed the top part was half broken this morning and tried to unscrew it so they could hot glue it and then the whole thing just snapped off. The insulin pump will not be returned for analysis.